Event description:
It was reported by service report that the top left side rail cap was broken and had sharp edges. The siderail could not be latched up. No patient involvement or adverse consequences are reported.